Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Additionally the fse could not verify the reported error message in the iabp's error logs. The fse found that the vacuum regulator setting was out of range. To address the issue the fse adjusted the vacuum regulator and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was cleared for clinical service.

Event description:
It was reported that the end user has observed the cardiosave intra-aortic balloon -pump (iabp) display "temperature too high" message approximately three to four times while providing therapy to patient. The end user indicated that the iabp was restarted and the message no longer was displayed. There was no harm or injury to patient and no adverse event was reported.